Event description:
Customer stated: peeling off of outer coating. Reference repair log (B)(4). Reference e-complaint- (B)(4).

Manufacturer narrative:
Ref e-complaint - (B)(4). Investigation: x-inspect returned samples. Analysis and findings: the returned speculum was sent back as a repair item. The instrument is coated by a sub-supplier and upon return to coopersurgical, each instrument is hi-pot tested to insure there is proper coating. A review of two year complaint history shows some complaints with this issue. A lot number was not provided by the complainant thus the DHR could not be reviewed. This action will be readdressed should the lot number become available. The returned speculum was reviewed by the service and repair department (B)(4) and found to have a chip in the coating. A definitive cause of the chipped coating could not be reliably determined at this time. Since this product is 100% inspected at coopersurgical, it is suspected the chipping may have occurred either due to improper handling and/or damaging impact by the end user or due to normal wear. Correction and/or corrective action: the customer was sent a replacement instrument. Will continue to monitor for trending. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow - up report will be filed once the investigation has been completed and the findings are available. (B)(4).

Event description:
Customer stated: peeling off of outer coating. Reference repair log 91786. (B)(4).